Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer¿s meter was not giving them a blood glucose reading, it was just telling them they had a very high blood glucose. They treated by changing out the infusion set and using the insulin pump. They checked their blood glucose and it was at 575 mg/dl. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.